Manufacturer narrative:
The maryland bipolar forceps instrument was transferred to failure analysis engineering for further investigation of the intermittent energy failure, and the initial findings were confirmed. The instrument was placed on an in-house system and energy delivery was tested and was found to fail intermittently. The energy delivery was confirmed to come from the yaw pulley, but it was also found that if the grips were manipulated at an angle, energy delivery was successful at the tips. Continuity was retested at various grip angles and continuously passed. The amount of thermal damage to the bipolar yaw pulley is likely contributing to the intermittent energy delivery.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis (fa) investigations replicated and confirmed the reported complaint. The instrument was placed on an in-house system and found to have failed the energy delivery test. There were no signs of energy delivery coming from the grip tips during the energy delivery test. Signs of energy delivery were observed coming from the yaw pulley instead of the grip tips. The instrument passed the electrical continuity test. Additional observations not reported by the site and that is not related to the customer reported complaint: the maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. As a result, the electrodes are exposed. Further findings states that the instrument had charring and localized melting at the grip base between the grips. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps instrument was not delivering energy when the pedal on the surgeon side cart (ssc) was activated. A backup same instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there was no thermal damage observed. No arcing was observed. The patient did not experience any injury or adverse event during or after the surgical procedure.